Event description:
Acct. Reports leaking under the rollar clamp after the clamp is released. States they had the leaks mainly during the week of april 11th. States they have used the set for almost a year. There were no pt. Injuries although the pts were exposed to chemo due to spills and they had to "throw out" a lot of chemo.